Event description:
It was initially reported by the physician's office that the handheld device was malfunctioning, no specifics were provided. The handheld was given to the company rep for return with the battery cover and battery missing. It is unk if there was a malfunction of this device or if it was being returned because the battery was lost. The handheld and the software were returned to the MFR for eval. Product analysis is planned but has not been completed.